Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a bipap a40 device. There was no harm or injury reported. The device was sent to the product investigation lab (pil) for evaluation. During evaluation and review of the device error logs, it was identified that error e-96 was recorded, which indicates that a log was not written correctly. However, the pil could not duplicate any issues with the unit during operation at the pil. Per product engineering, this is due to a software issue that is being further evaluated by engineering.